Event description:
It was reported that during use of this drill in a wisdom tooth removal, the device got hot and resulted in a burn to the patient's lip. Antibiotic ointment and a wet gauze was applied to treat the affected area. To date, it is unknown if further treatment is required.

Manufacturer narrative:
Investigation results: the drill was received for evaluation and the reported problem of overheating was confirmed related to collet failure. The customer will be contacted with information on care and handling of this product.